Event description:
50 year old male with port-a-cath implantation in 4/1993. A 6 cm segment of catheter is intact at the level of the clavicle first rib. The catheter is sheared. The remaining portion of the catheter appears to be lying in the right and left pulmonary veins.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.